Manufacturer narrative:
9/22/1998- supplemental report sent to FDA.

Event description:
The device was used during a procedure on the rectum. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.